Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) called to ask if an automated external defibrillator (AED) could be used if this ICD does not provide therapy. This patient had just undergone an ablation procedure in which they stated this ICD kept trying to shock them. Technical services (ts) noted yes, it is possible to use an AED if medically necessary however referred this patient to their physician. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.